Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The endocrinology nurse stated that the patient had given himself an insulin bolus with lunch around 12:00pm and then a correction dose at 1:00pm. He was about to drive at 2:15pm and checked his continuous glucose monitor (cgm) that was displaying 130 mg/dl, which he considered safe to drive. The next thing he was aware of was being transported to the hospital via emergency medical services (ems) after being involved in a multi car crash. While in the hospital, the patient was treated with a sugar solution via intravenous (IV) therapy for dehydration and was given juice. He could not remember anything 20 minutes prior to the accident. His blood glucose per ems was less than 40 mg/dl. He had his fall rate set, his low alert set at 75 and his hard alert at 55. None of these alerts went off. His wife always watches his glucose on her phone application and she reportedly received no alerts either. The nurse downloaded his report and stated it showed that no alerts went off. The patient acknowledged to dexcom technical support that the dexcom was working perfectly and showing that he was only gradually going down towards his 75-low setting, but never hit the actual 75 to trigger the low alert prior to the accident. He stated that based on his grogginess, just before the accident his blood glucose may have been lower than what his dexcom showed. It is unclear of how the device malfunctioned during the time of event. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect the full investigation window. The user experienced signal loss during alleged time of issue. Confirmation of the allegation could not be determined.